Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On approximately(B)(6) 2026, the patient experienced a skin reaction with itching, burning, rash, inflammation, blisters that extended beyond the patch perimeter. As the reaction continued to worsen, the patient attended the doctor for assessment. The doctor diagnosed a skin infection and prescribed unspecified oral antibiotics. The area underneath the sensor became red and very itchy. The patient tried treating the irritation, but it quickly became worse and eventually became too painful and uncomfortable to leave in place. The patient removed the sensor and found rash with blisters. At the time of the report, patient condition was stable, the rash and blisters are slowly healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).